Event description:
Equipment involved: innova 2000 x-ray digital flat-panel x-ray (angiography unit); and an aadco, duel mount, procedure lamp and x-ray shield.summary: during the support of a patient procedure in the cath lab, the tube head of the x-ray system was moved to align the tube to support the pending treatment. Upon extension of the tube head it contacted the suspended surgical treatment light, pinning it so it could not move or slide. Due to the angle and pressure exerted by the tube head on the extension arm holding the light, the cast connector failed releasing the arm and light under pressure, striking an rn on the left side of her head that was supporting the procedure.this incident most likely occurred as a result of tube head impact with the movable procedure light bracket. Pressure on the light bracket broke the metal casting at the attachment point to the ceiling mounted post and the resulting kinetic energy threw the procedure light striking the nurse.